Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy. There was no open skin or bleeding reported. There was no alleged device malfunction contributing to the irritation. The patient's doctor is aware the patient intermittently wears the device as the patient feels wearing the equipment causes his blood pressure to rise. Its unclear if the doctor allowed the vest to be removed due to the irritation. Reporting out of an abundance of caution. Follow up indicated the irritation improved.